Manufacturer narrative:
Retainer = black . Customer returned pump for an alleged keypad unresponsive/button error alarm/pump error 63 alarm/blank display found on (B)(6) 2021. Pump was received with unresponsive all the buttons. No blank display noted after battery insertion. Unable to verify pump error 63 alarm or perform the displacement test, sleep current test, active current test and self test due to unresponsive buttons. Pump was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly. However, moisture damage found on pcba 1 and inside battery tube. The j1 connector on pcba 1 was unlocked during visual inspection. Pump passed the keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and minor scratched lcd window. Blank display not confirmed. Keypad unresponsive confirmed due to unlocked keypad connector (j1) on pcba 1. Pump error 63 alarm was unable to confirm due to unresponsive keypad buttons. Moisture damage found on pcba 1 and inside battery tube. Cosmetic damage found on the back of the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 551 mg/dl at the time of the incident. Customer stated that the insulin pump had stuck button alarm. Customer stated that they did press a button down for 3 minutes or longer. Customer stated that the insulin pump had blank display. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the insulin pump had multiple insulin pump error alarms. Customer was not able to clear the alarm. It was unknown that if the insulin pump was in auto mode at the time of the incident. The device will be returned for analysis.